Event description:
It was reported via repair work order that the bed loss of motor functions due to a damaged wire harness #1. It was also reported that the foot right siderail was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.